Event description:
The 15mm connector stem broke when the doctor was attempting to remove the tracheal tube from an in-line suction system. The facility stated that extreme force was used to disconnect the two devices.the user facility stated that the length of use of either device was unknown; however, it is hospital policy to replace the suction system every 24 hours. It is unknown whether this event occurred during the first use of the suction system or if previous systems had been attached and detached to the same tube. It is unknown how long the incident suction system had been attached.